Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with a test failure. The patient's blood glucose at the time of incident was 3.9 mmol/l. The alarm was cleared and the device rewound without incident. However, this was the second occurrence of the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected iop test failure alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.